Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported that the patient has a very physical job that requires pushing and pulling. Sometime in (B)(6) 2019 patient twisted at work and felt her back pop and felt down that her tailbone was being pulled by guitar strings, had discomfort in tailbone. The patient had a return of her incontinence and sought help with chiropractor, had catheterizing but this didn't help her pain and bladder issues. Patient sought various actions to try to get relief. Patient got a replacement device yesterday. All her back problems she was having appear to be resolved by replacement of ins on oct 3,2019. Patient reported that she was all bent over on (B)(6) 2019 prior to surgery but today ((B)(6) 2019) she stated she can walk upright. No further complications were reported or are anticipated.